Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer complained of a questionable low phny2 phenytoin (phenytoin) result for 1 patient sample tested on a cobas 6000 c (501) module. The initial phenytoin result was 0.0 ug/ml with a repeat result of 9.2 ug/ml. The erroneous result was not released outside of the laboratory. The customer deemed the phenytoin result of 9.2 ug/ml to be correct and reported this result outside of the laboratory. There was no allegation of an adverse event. The phenytoin reagent information was requested but was not provided. The customer was using rack adapters. The field engineering specialist was unable to find a root cause.

Manufacturer narrative:
The customer was using an abbott brand sample cup, presumably a micro-cup, on top of a tube that was not specified for use on the analyzer. The setting in the analyzer and the host were most likely not set up to use this type of configuration which could have lead to sampling issues. The field engineering specialist adjusted the sample probe and increased the daily wash cycles. He confirmed that the analyzer was running acceptable. The alarm trace gave no indication of an issue. There was no information provided that would indicate a reagent information. The investigation was unable to find a definitive root cause.